Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing found the system functioned as intended. The battery was returned for analysis. Analysis found the battery only measured 1 vdc and would not charge. The battery was returned drained and with blown fets. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had just downloaded exams to the system and were moving it into the operating room (or) and it lost power on the main cart before they got it into the room ¿ the camera cart was fine. They plugged in the system again but were unable to power on the main cart. Pressing the power button, no elicited no response from the system. They were able to power on the camera cart without issue, however it sits not connected as the main cart will not power on. They left it plugged in for an hour, but it never was able to turn on. No patient was present at the time of the event.